Event description:
Same case as MDR# 2134265-2012-01882. It was reported that post a stenting treatment procedure thrombosis occurred. In (B)(6) 2012, thrombus was identified in two unknown bsc stents that had been placed four years ago. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).